Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the iliac vein using an indigo system aspiration catheter 12 (cat12) and a non-penumbra sheath. During the procedure, the physician completed multiple passes using the cat12. Afterwards, while the cat12 was near the flat part of a previously placed stent, the distal end of the cat12 kinked. Therefore, the cat12 was removed. The procedure was completed using a new cat12 and the same sheath. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the cat12 revealed that the distal extrusion was fractured at the distal tip of the catheter shaft. This is likely the reported kink. If the cat12 is forcefully retracted against resistance, damage such as a fracture may occur. The root cause of resistance could not be determined. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.